Event description:
It is reported that the surgeon feels that the packaging is inadequately sealed which could possibly compromise the sterility of the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.